Manufacturer narrative:
Findings: pump was received with blank display due to corroded electronic assembly. Unable to verify for motor error alarm due to blank display. However, unit had corroded motor. Unable to for an alarm or battery out limit alarm due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture due to a leak of insulin form the reservoir compartment. The customer had a blood glucose level was unknown at the time of the incident. Customer reports o-ring inside lip of reservoir compartment is not missing. The customer sent the product back for analysis.